Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use false elevated potassium values occurred with an unspecified bd vacutainer® sst¿blood collection tubes. The following information was provided by the initial reporter: it is reported customer experienced false elevated potassium values.

Event description:
It was reported that after use false elevated potassium values occurred with an unspecified bd vacutainer® sst¿blood collection tubes. The following information was provided by the initial reporter: it is reported customer experienced false elevated potassium values.

Manufacturer narrative:
H.6. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. No DHR review can be carried out as lot number is unknown. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.